Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device is unavailable; hospital retained

Event description:
It was reported that a wrist fusion plate had broken. The patient had come in and reported that his wrist hurt, and so the plate and nine screw were removed and replaced with a competitor device.

Event description:
It was reported that a wrist fusion plate had broken. The patient had come in and reported that his wrist hurt, and so the plate and nine screw were removed and replaced with a competitor device.

Manufacturer narrative:
Please note the corrections to d9/h3 and h6 method, h6 results and h6 conclusion codes as the device was returned for evaluation. The reported event could be confirmed, since the received plate is broken as complained. The visual inspection of the screws and plate returned showed that the plate was indeed broken in two parts on the 6th hole from the distal part and that the 8 returned locking screws are intact and therefore concomitant. The identification of the device is confirmed based on the lot number and the catalog number marked. Signs of a fatigue fracture are visible with the microscopic analysis of the broken area, such as a fracture surface that is shiny and abraded. This is a result of the fragments (opposing bridges of the plate) rubbing against each for an extended period of time, before completely breaking due to fatigue and overloading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a patient related issue. The failure was probably caused by repeated overloading of the plate. If any additional information is provided, the investigation will be reassessed.